Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Six months later, a replacement surgery was performed. During the procedure, a cylinder hole was identified. There were no patient complications reported.